Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ gel fracture: unable to observe since the device is ruptured. As per the investigation procedure, creases and an opening were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "gel fracture". Hole observed during surgery. Device was explanted. Capsulectomy performed.

Event description:
Healthcare professional reported right side "gel fracture". Hole observed during surgery. Device was explanted. Capsulectomy performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "gel fracture". Hole observed during surgery.